Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and one curved opening on the anterior. A microscopic analysis was performed which identified one sharp crease opening on the anterior and an air pocket was observed within the valve to shell bond area. It is out of specification per (B)(4), which is characterized as workmanship. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a sharp crease opening on the anterior due to a fold flaw opening and an air pocket within the valve to shell bond area, that didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
The device has been explanted.

Manufacturer narrative:
The review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed air void between shell and valve which is not related to the reported complaint. Even though there is a month above the upper control limit on (B)(6), the pr involved in this month was reviewed and no issues was found. The issue with air void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.